Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse restarted the iabp unit several times; however, the alarm ¿iabp may require maintenance & power-up test fails code #14¿ reappeared. The fse replaced the front end board, restarted the iabp, the unit returned to normal operation and the alarm disappeared. The iabp unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported, while in use on a patient, the cardiosave intra-aortic balloon pump alarmed ¿iabp may required maintenance.¿ the doctor opened the help menu and found ¿a compressor self-check has detected the compressor needs service.¿ the doctor then restarted the iabp and it alarmed ¿power up test fails code #14¿ but the iabp continued to work normally and the doctor decided to continue use. After about 24 hours iabp therapy ended. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported, while in use on a patient, the cardiosave intra-aortic balloon pump alarmed ¿iabp may required maintenance.¿ the doctor opened the help menu and found ¿a compressor self-check has detected the compressor needs service.¿ the doctor then restarted the iabp and it alarmed ¿power up test fails code #14¿ but the iabp continued to work normally and the doctor decided to continue use. After about 24 hours iabp therapy ended. No patient harm or adverse event was reported.